Event description:
A female with history of pad and hypertension underwent a subclavian intervention in 2008. The physician, being trained to the mynx procedure (has completed 6 out of the 10 required proctored cases), proceeded to use the mynx without the aci rep present. The initial cath procedure as well as the mynx procedure were reportedly performed without complication and with no sign of bleeding or hematoma at the access site. The pt reportedly laid flat for 6 hours post procedure, however, upon sitting up, the pt had complaints of abdominal and groin pain with a growing hematoma noted. Manual compression was applied which helped to resolve the hematoma, however, there was a reported drop in hct of approx 10 points. The pt was transfused 1 unit of blood, and was reportedly discharged the next day without further incident. No further follow-up info was provided.

Manufacturer narrative:
The device was not returned for evaluation, however, the lot number was provided for review. A review of the lot history record confirmed that the device was within spec when manufactured and released for distribution. Based on the info provided and the investigation performed, the root cause of the reported hematoma with transfusion could not be determined. No other info, indicating that the device did not perform as intended, has been provided. The physician is to complete the required training and certification by an aci rep.